Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the pacing lead impedance was out of range. Dextrus range is 500-2000 ohms. There is an episode showing noise on the rv lead. Suspect lead issue like crush or insulation break.